Event description:
It was reported by a customer on (B)(6) 2011 the fiber worked alright until the fiber tip exploded with a puff at 49,832 joules. Per the customer, no parts detached from the fiber and no parts were left in the patient. There were no injuries to the patient.